Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding an unknown patient. Patient medical history and drug information was not provided. It was reported the representative said he was walking into a catheter revision and needed to know what kits he needed, so they could revise the spinal segment of the catheter. The representative had to go and didn¿t have time to provide any additional information. No further patient complications were reported.